Manufacturer narrative:
Unit was received with constant failed self-test alarm, problem isolated to rf board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to failed self-test alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that their insulin pump had rf pic failed selftest alarm. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshoot was performed and the self test was failed. The insulin pump will be returned for analysis.